Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 395 mg/dl to "high" on cgm. Cause was not known. A correction bolus and a manual dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.